Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of a medium-large clip applier instrument were misaligned, therefore unable to deliver clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not inspected prior to use. The issue occurred while attempting to clamp on a vessel or tissue bundle. The issue was not related to the clip applier jaws remaining static/not moving when surgeon commanded movement or to unexpected motion of clip applier while attempting to clip. The issue was not related to the clip opening after closure. Medium/large clips were used for the procedure. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). Issue occurred on the 1st application. A backup was used to resolve the issue. The instrument was returned to isi for analysis. No photos or videos are available for review. Event date confirmed to (B)(6) 2025.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the medium-large clip applier instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found with both grips bent. As a result, the clip could not be properly loaded on the grips. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.